Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that within one minute, he obtained blood glucose readings of 435 mg/dl on the contour next one meter and 114 mg/dl on another meter. The customer had no symptoms of hyperglycemia. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
Section b5 of the initial report indicated that the meter involved in the event was contour next one. The actual meter involved in the event was contour next. Section b5 has been updated with this information. The customer returned the suspected contour next meter for evaluation. There was discrepancy between lot # 9epeg02a and associated expiration date, 31-mar-2021 provided by the customer that was indicated to be involved in the event. The expiration date associated with lot # 9epeg02a is 31-may-2021, while the expiration date associated with lot # 9cpeg02a is 31-mar-2021. As the correct lot # of the event involved in the event was unknown, in-house test strips from both lots were used to perform in-house testing with the returned meter, which gave satisfactory performance.

Event description:
The customer reported that within one minute, he obtained blood glucose readings of 435 mg/dl on the contour next meter and 114 mg/dl on another meter. The customer had no symptoms of hyperglycemia.